Manufacturer narrative:
Insulin pump received with broken battery cap. Minor scratched lcd window noted.

Event description:
Customer reported the black ring inside of the battery compartment of the insulin pump is coming loose. Customer put duck tape on the device so it will work. Customer's blood glucose was 102 mg/dl. Customer is not sure of the physical damage on the device. Customer reported he noticed the damage when he took the battery cap off, to replace the battery, it was loose and it came undone. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.